Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2017, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 21-sep-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving gablofen (2,000 mcg at 200 mcg/day) via an implantable pump for unknown indications for use. It was reported that sometime after patient replacement the pump broke through the stitches of the pump pocket site exposing the pump. During the exposure the patient was admitted to the hospital.  On (B)(6) the doctor re-implanted a full system. The pump was titrated down and wind safe. The entire system was explanted. Factors that have led to the issue were unknown. The issue was resolved. Patient status alive no injury.